Event description:
Mother reported the patient has experienced hyperglycemia of up to "hi" mmol/l despite changing the accessories and delivering insulin via the infusion device. He started using the infusion device on (B)(6) 2013 and did not experience this concern until (B)(6) 2013. No alert/error messages were received on the infusion device, and there is no leakage in the system. Patient has used insulin injections to decrease his blood glucose levels. The infusion site locations and basal and bolus amounts were reviewed with a physician a few days ago. Mother believes the infusion device might not deliver insulin correctly. The infusion device was requested for evaluation. The patient did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
The complaint cannot be verified. The product meets the specification regarding the customer's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The adapter and battery cover passed the optical inspection. The received used cartridge was visually, leak and glide force tested. Cartridge passed the visual test and the leakage test at different positions of the plunger rod. The glide force measured is in accordance with product specifications. A returned used infusion set was visually inspected and tested for flow and tightness. The test results were within specifications.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.